Manufacturer narrative:
Revision to the initial MDR in block h6 impact codes. This supplemental report was created to capture information corrections.

Event description:
It was reported that this implantable pacemaker (pg) was exhibiting premature battery depletion (pbd). Technical services (ts) discussed that the battery analysis indicates the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. This pg remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker (pg) was exhibiting premature battery depletion (pbd). Technical services (ts) discussed that the battery analysis indicates the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. This pg remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker (pg) was exhibiting premature battery depletion (pbd). Technical services (ts) discussed that the battery analysis indicates the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. This pg remains in service. No adverse patient effects were reported. Additional information received indicates that this implantable pacemaker was explanted. A new pacemaker with a different model was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block h6 impact codes. This supplemental report was created to capture information corrections.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alertcode 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Revision to the initial MDR in block h6 impact codes. This supplemental report was created to capture information corrections.

Event description:
It was reported that this implantable pacemaker (pg) was exhibiting premature battery depletion (pbd). Technical services (ts) discussed that the battery analysis indicates the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. This pg remains in service. No adverse patient effects were reported. Additional information received indicates that this implantable pacemaker was explanted. A new pacemaker with a different model was successfully implanted. The pacemaker was returned. No adverse patient effects were reported.